Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer let the pump sit for 24 hours without the batteries in the pump but the button issue persisted. The customer's blood glucose reading was unknown at the time of incident.